Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the distributor use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that bd precisionglide¿ needle experienced 9 cases of foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: it was reported that the customers are experiencing plastic floating inside syringe, needles not exerting insulin, and unable to get insulin out of the needle.